Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal attempted to be deployed, the foot plate did not come out. The access was right leg left. The artery was calcified, the doctor tried to use a perclose first; however, it did not work. Tortuous iliac, and r. Cfa stenosis. There was no blood loss reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 07jul2025: the type of procedure that was being performed was an angiogram using a 6 french sheath. A pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual compression. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in forward lock position. The anchor is deployed from the device and the collagen is partially exposed. The device is set to fully rear locked position, posting the anchor on the device tip. The anchor is manually pulled, successfully deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a device pullout. The returned sample was in forward lock position with the anchor deployed and the device was able successfully deploy the anchor, collagen and tamper tube. The exact root cause cannot be determined. The likely cause is the device was not set to rear lock position prior to device withdraw from the patient. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).